Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
It was reported that the customer's insulin pump's motor was jam during rewinding the insulin pump and the customer's blood glucose was not known. Irt was resolved by slowly pushing the pump. Drive support cap was normal. The product will be returned for analysis.